Event description:
Note: event date is unk. In 2008, a boston scientific employee became aware of a clinical study article, "wallflex colonic stent placement for mgmt of malignant colonic obstruction: a prospective study at two centers", published in gastrointestinal endoscopy 67:2008, pp77-84 (see attached). The study evaluated the effectiveness and safety of the wallflex stent in treating malignant colon obstruction. The following info was derived from this article: the pt experienced an occlusion attributable to stool impaction, greater than 30 days post procedure. The stool impaction was corrected by endoscopic mechanical recanalization.

Manufacturer narrative:
The device MFR date is unk since the upn and lot number were not ascertainable from the complainant. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The may 2008, 15-month wallflex enteral colonic stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.